Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
A case of aortic perforation leading to procedural abortion was reported where the versacross transseptal sheath and versacross rf wire were used for transseptal puncture. Transseptal puncture was completed successfully twice. However, the location of the puncture was not optimal for implantation of the watchman device. On the third attempt, the versacross rf wire and versacross transspetal sheath crossed the septum successfully and advanced into the left atrium where a perforation occurred. An effusion was also noted using transesophageal echocardiography and was treated with pericardiocentesis. The physician consulted surgery and the procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 3019751610-2022-00029 .